Event description:
After an implant period of approximately 52 months, oversensing on the rv channel was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, multiple abrasion marks were noted along the lead body, particularly at 9 cm and 25 cm distal to the df4 connector pin. Furthermore, in the area of the abrasion mark at 9 cm distal to the df 4 connector pin, the lead body was squeezed and the insulation and the coating of the conductor cable to the shock coil were damaged. This damage most likely resulted from constant interaction with the nearby lead or the generator housing. Additionally, in the region around 25 cm distal to the df4 connector pin, the inner coil was found fractured and the coating of the conductor cables to the shock coil and the ring electrode were damaged. Based on the characteristics of these findings a constant friction against the nearby lead is assumed. Both damages may have contributed to the right ventricular oversensing reported in the complaint description. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.